Event description:
It was reported that after a da vinci-assisted surgical procedure, the fenestrated bipolar forceps instrument had a crooked tip. The procedure was completed with no reported injury.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) has received the fenestrated bipolar forceps instrument involved with this complaint to perform failure analysis (fa) testing and the fa is still in progress. .

Manufacturer narrative:
Intuitive surgical, inc. (Isi) did receive a da vinci product to perform failure analysis. The bipolar instrument was analyzed and found to have one (1) severely bent grip, causing them to be misaligned. The offset at the tips was 2.99 mm. The grips were not found to be cracked. The complaint was confirmed by failure analysis. The probable root cause of severely bent grips is attributed to damage either during use or reprocessing, as severe misalignment of grip tips can be due to accidental drops, incorrect instrument tray or sink sizes for reprocessing, or overloading the tips.

Event description:
Refer to h11 for follow-up information.